Event description:
It was reported that a patient felt that "the system was failing" and had changed within the last two weeks. The reporter stated that the patient wasn't urinating and had an upcoming doctor's appointment on (B)(6) 2012. It was noted that the patient had CT scans 3-4 weeks ago. It was reported that there was no known accident or incident related to the event. The reporter stated that the patient was "pretty swollen in her legs." It was reported that sometimes the patient could go a little bit and sometimes she "couldn't go at all and swelled up like a balloon." The reporter stated that the patient knew her battery was working because she increased the settings and could feel the sensation, but it wasn't helping. It was reported that the patient only had one program to use. It was noted that the patient was released from the hospital on (B)(6) 2012 and thought she was there for 4-5 days. The reporter stated that the patient was admitted to the hospital because she couldn't go to the bathroom and they thought she had a bladder infection due to the patient's history of chronic bladder infections. It was reported that the patient was put on an antibiotic and it "made things worse," and her legs were swollen on her release date from the hospital. It was noted that the patient had three days of antibiotics left on her release date from the hospital. The reporter stated that the patient saw her health care provider on (B)(6) 2012 and he put a catheter bag in at the time because of the patient's symptoms. It was reported that the patient hoped her device could be reprogrammed because "she liked having it." Two days later it was reported that the patient had been reprogrammed. Patient outcome was unknown. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v632934, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).